Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: I can confirm that the patient underwent a primary scorpio total knee arthroplasty at some point in the past since I was able to see an x-ray with the implant in place. I can also confirm that the patient had an orif for fracture of the distal femur at some point in the past. While the product summary states the patient had a revision, I cannot confirm this directly since I have no evidence such as a surgical report or x-rays following the revision. However, implant usage sheets document the revision components. The root cause of this event cannot be determined with certainty. The causes of pain and arthrofibrosis several years after an index total knee arthroplasty and after an orif for femoral fracture at some point in the past is multifactorial including surgical technique, factors related to the fracture itself including healing and scar tissue with binding down of the quadriceps mechanism, patient lifestyle, activity level, bmi, and compliance with postoperative instructions. Implant positioning and restoration of kinematics are also possible causes. The position and fixation of this implant appears satisfactory but the condition of the posterior cruciate ligament cannot be assessed. If it were tight than range of motion could be compromised. In addition the patient could be what is referred to as a ¿scar former¿ with a genetic propensity to form scar tissue. I would not assign any causality to the implant itself. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to arthrofibrosis and pain. A review of the provided medical records by a clinical consultant indicated: I can confirm that the patient underwent a primary scorpio total knee arthroplasty at some point in the past since I was able to see an x-ray with the implant in place. I can also confirm that the patient had an orif for fracture of the distal femur at some point in the past. While the product summary states the patient had a revision, I cannot confirm this directly since I have no evidence such as a surgical report or x-rays following the revision. However, implant usage sheets document the revision components. The root cause of this event cannot be determined with certainty. The causes of pain and arthrofibrosis several years after an index total knee arthroplasty and after an orif for femoral fracture at some point in the past is multifactorial including surgical technique, factors related to the fracture itself including healing and scar tissue with binding down of the quadriceps mechanism, patient lifestyle, activity level, bmi, and compliance with postoperative instructions. Implant positioning and restoration of kinematics are also possible causes. The position and fixation of this implant appears satisfactory but the condition of the posterior cruciate ligament cannot be assessed. If it were tight than range of motion could be compromised. In addition the patient could be what is referred to as a ¿scar former¿ with a genetic propensity to form scar tissue. I would not assign any causality to the implant itself. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device information, pathology reports, pre- and post-operative x-rays and the revision and operative report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Subject had a revision of a cemented left cr total knee arthroplasty. Reason for revision reported as pain and arthrofibrosis.